Event description:
The manufacturer was contacted by a user of a ds2adv auto CPAP w/humid cell/bt device alleging that the device smells like wd40 and is causing nose and throat burning. There are no allegations of patient harm or serious injury. No medical intervention has been specified. Per the pms clinical the reported harms did not cause or contribute a serious injury or death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.